Event description:
After testing subject catheter, a defect was found. The defect is tagged on the catheter. Catheter is available for inspection. The catheter was never inserted in a pt. According to initial rptr the defect was an "aneurysm" in the wall of the catheter about 2 inches from the tip which was evident when the balloon was inflated.